Event description:
It was reported that this console had a high number of damaged blast shields. The console subsequently issued an error code of 162, laser deck - spare blast. It was noted that one procedure was cancelled, potentially due to this issue. There were no patient complications reported. This event is being reported for a cancelled procedure with the patient under anesthesia or sedation status unknown.

Manufacturer narrative:
The product was not returned for evaluation; however, the console was serviced at the facility by a field service engineer (fse). The fse performed troubleshooting and found that two blast shields were dirty and replaced both blast shields. The problem is fixed. This is most likely a component damaged of a user replaceable part, that could have affected the device performance and its integrity leading to the event experienced by the customer. Since an expected or random component failure was identified without any design or manufacturing issue, the most probable cause of cause traced to component failure is selected for the complaint. B5 - describe event or problem: corrected.

Event description:
It was reported that the delivery device needed to be replaced the console device displayed error 162 - laser deck - spare blast. The procedure was canceled probably because the user did not have a spare debris shield. There was no reported permanent impairment or injury to the patient. This is being reported for a cancelled procedure with the patient under sedation or sedation status unknown.